Event description:
A zoll patient service representative (psr) called customer support while fitting a (B)(6) male patient to report that the patient's battery charger/modem was not working. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon evaluation the power brick connector was defective and would not stay connected to the charger. The cause for the damaged connector cannot be positively determined but was likely a result of excessive force. No adverse event resulted from the defective power brick connector. The patient was issued a replacement battery charger/modem.